Event description:
It was reported the pump alarmed " no cassette". This issue occured using the same cassette with the pumps sn (B)(4),12 hours after connection to the pump. The 2 pumps work correctly. No consequence health identified for patient.